Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a 29mm pericardial mitral valve, implanted in the tricuspid position, was explanted after an implant duration of six (6) months due to unknown reasons. The explanted device was replaced with a 27mm edwards pericardial mitral valve. The patient's post-operative status was noted to be in recovery. No additional details were provided.

Event description:
It was learned that this mitral valve, implanted for six (6) months, was explanted due to recurrent tricuspid endocarditis. The valve was deeply involved with infective material and there was a large bulky vegetation both on top and below the valve. The explanted device was replaced with another edwards valve. The device functioned normally on tee assessment. The patient was discharged home in good and improved condition on pod #13.

Manufacturer narrative:
It was learned that the valve was explanted due to recurrent endocarditis. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. It has been determined that the root cause of this event was due to patient related factors. There is no indication or allegation of a product malfunction and/or deficiency. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.